Event description:
It was reported to medtronic minimed that the customer experienced critical pump error and communication issue between pump and transmitter. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-332a, unomedical, mmt-1884. Troubleshooting was performed and the communication issue was not resolved. Troubleshooting was unable to perform due to customer declined it for the harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-7040a, mmt-332a, unomedical. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was successfully downloaded using (thump software). P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). During download review no evidence found on event date to confirm customer concerns. However, pump error 63 alarm confirm in main error log (adapt). File ID=2017 line ID=147. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies leading to critical pump error alarm (open book inage). Unit also received with the following cosmetic damages: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), scratched case and missing display window/cover. In conclusion unit came in with critical pump error alarm trigged by pump error 63. Pump error 63 due to moisture damage on electronic assemblies. Unable to confirmed sensor communication anomalies due to critical pump error alarm (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.